Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced symptom of corneal opacity in the unknown eye of the patient after lasik surgery. The patient was treated with steroid and antibiotics. There was no issue with visual acuity but the symptoms are continuing.

Manufacturer narrative:
Additional information provided in b.5., b.6., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Based on the current report, a device verification was initiated which did not reveal any issues as the device was found to meet specifications. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record at the latest instance of the preventive maintenance. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows two successfully performed treatments on that day. The logfile shows that the reported treatment of right eye was performed successfully with one interruption. The interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No conclusive root cause for the customer's reported event could be determined. However, there is no indication of a device-related issue as all data shows that the device was working within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced symptom of corneal opacity in the right eye of the patient with pre and post operative best corrected visual acuity not more than two lines after lasik surgery. The patient was treated with steroid and antibiotics. There was no issue with visual acuity but the symptoms have been managed, so further surgical intervention is unlikely to be necessary. Subsequent procedures were completed without any issues, and the equipment has been used normally. There are multiple related reports for this event. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.